Event description:
Event description guidant/cpi received information that due to a sensing problem and the patient receiving shocks, a lead revision was performed. The endotak c lead was removed from service, directly behind the header the external wires of the pace/sense lead were fractured. The implantable cardioverter defibrillator (ICD) was prophylactically removed due to the physicians decision. A new (ICD) and endotak dsp lead were implanted without issue.